Event description:
During the procedure, the patient experienced elevated left atria pressure requiring a low dose of lasix to be started and was discharged on 40 mg p.o along with potassium for a short term.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Upon further review of the reported event, a serious injury that did not involve a malfunction which occurred during an open ide will be reported by clinical safety under 21cfr 812.